Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed in the evaluation of the device. The pump was returned with the driveline cut approximately 15¿ from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball and the inlet section of the rotor. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Examination of the proximal side of the outlet stator revealed a large, non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the deposition had evidence of denaturation and the circumferential contact marks on the outlet bearing cup and outlet cone section of the rotor, indicate that the deposition was present in the outlet stator for an extended amount of time while the pump was operating. The thrombus formations found in the pump would have contributed to the reported elevated ldh and could have created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus formations. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported the patient underwent a pump exchange on (B)(6) 2018 for suspected thrombus and clinical evidence of hemolysis including elevated ldh, tea colored urine and heart failure symptoms. No additional information was provided.

Manufacturer narrative:
Approximate age of device- 7 months, 17 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient presented in clinic with complaints of tea color urine over the past couple days. Lab work showed possible hemolysis with urinalysis positive for blood. The patients lactate dehydrogenase (ldh) was elevated 3-4 times above the baseline with plasma free hemoglobin level of 60 g/dl and elevation in liver function test results. Additional information was requested but not provided.